Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges receiving a burn on her upper left leg from using her heating pad. There was not a report of property damage with this incident.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "do not tuck in, trap, fold, cross, pinch or wrap control or cord within the heating pad or any other insulating material during use" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product. - attachment: [23178-investigation form-master 2.pdf].

Event description:
Consumer alleges receiving a burn on her upper left leg from using her heating pad. There was not a report of property damage with this incident.